Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The following sections were updated: g3, g6, h2 and h10.

Manufacturer narrative:
The returned subject device was received at olympus (B)(4) on june 16, 2021. Inspection found the check power indicator led is illuminated red. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device is not functioning as intended. The issue occurred during an unknown event. Device return evaluation found the check power indicator led is illuminated red. There was no patient involvement reported due to the event. No user injury reported.